Manufacturer narrative:
Per tandem's user guide, "change your cartridge every 48-72 hours as recommended by your healthcare provider" no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer cleared the alarm to address the issue. Customer's blood glucose was high, however a specific value was not provided. Reportedly, the customer had been using a cartridge filled with humalog for 3 days. Cts educated customer regarding cartridge/insulin labeling. The customer continued to use the pump for insulin therapy.